Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging seeing particle in device. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on dec 19, 2022, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer previously received information alleging seeing particle in device. Additional information was received about the allegation of humidifier doesn't work and never has, and also machine shuts off periodically in the middle of the night causing patient to wake up and restart the machine,. There was no report of serious patient harm or injury. Section a2, b7, e1 and h6: medical device problem codes has been updated in this report.